Manufacturer narrative:
The product was not returned to manufacturer for evaluation, and a thorough investigation could not be completed as no lot number has been identified/confirmed in this case. Since the implant remains with the hospital no physical, material, chemical evaluation could be performed, and the exact cause of the reported issue could not be ascertained.

Event description:
Left denali iliac set screw reportedly loosened and rods subsequently broke approximately 21 months post-operatively. Patient reportedly had a pseudoarthrosis. Patient was revised.

Manufacturer narrative:
The explanted parts have not yet been returned and the lot numbers are unavailable at this time however, a general review of the manufacturing and inspection records was performed and there were no discrepancies found. The explanted parts have been requested and once returned, will be sent to an independent laboratory for analysis. X-rays have been made available for review. The patient reportedly developed a pseudoarthosis and it is possible that this may have been a potential contributory factor. The patient has been revised and the patient's progress will continue to be monitored.